Event description:
It was reported that during the treatment of a clinoid/pcom aneurysm, the coil stretched and prematurely detached from the delivery pusher. An attempt was made to use a guide wire to push the coil, but resistance was encountered. The microcatheter was cut down to use a loop snare to retrieve the coil. The coil broke up withdrawal. A portion of the coil broke and remained within the aneurysm. Access was lost, no add'l coils were deployed. No harm was reported.

Manufacturer narrative:
Sample analysis: a visual analysis of the returned device revealed the implant detached from the delivery pusher. The implant coil is stretched and broken. The most distal segment is not included as it remains within the pt. The delivery pusher attachment tether that holds the implant intact with the delivery pusher exhibited evidence of stretching. The remainder of the delivery pusher is normal in specification. The root cause of this complaint appears to be due to the device being exposed to a force that exceeded the maximum tensile specification of the attachment monofilament and the coil filar. The catheter used with this device revealed the proximal end cut, removed and not included for eval. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.